Event description:
The patient suffered a perforation from the biomonitor. The investigator assessed this event as causally related to the patients medical history. A replacement or repositioning of the biomonitor was done. A request for additional information has been made.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.